Manufacturer narrative:
Approximate age of device ¿1 month; the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a significant low flow event occurred on (B)(6) 2018 which resulted in loss of consciousness and CPR. It was reported that there was no audible hum coming from the lvad prior to chest compressions. Device interrogation showed no pump stoppage events. Flows returned to baseline with increase heart rate via pacing, lowering pump speed and milrinone support. The patient's most recent lactate dehydrogenase was 563 u/l, which was previously running in the 400s without concern for thrombosis. The patient's inr was 1.9 and on a heparin drip at the time of the event. The customer suspected the episode was due to a suction event. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported low flow event. There were no speed drops below the low speed limit, pump stops or pump malfunctions in the log file. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report that the patient¿s elevated ldh could not conclusively be established through this evaluation. Additionally, analysis of the log file that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 05nov2018 at 8:18:27 through 10nov2018 at 10:58:29 and 16jan2019 at 5:52:05 through 18jan2019 at 14:36:20. Transient low flow events were captured on 10nov2018 at 3:02:18 and 16jan2019 at 5:52:46 through 18jan2019 at 14:36:18. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them.